Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in bacterial peritonitis. On an unreported date, the patient was hospitalized and was treated with unspecified antibiotics (dose, frequency, and route were not reported) for peritonitis. The patient¿s outcome was not reported. On an unreported date, the patient was discharged from the hospital. No additional information is available.